Manufacturer narrative:
Product analysis: upon receipt at medtronic's quality laboratory, visual examination revealed that the sewing ring appeared damaged exposing the stent, likely occurring as part of the explant process. All leaflets were slightly stiff yet flexible except where host vegetative and/or pannus growth extends from the inflow and outflow. Extensive vegetative host growth appears to impede leaflet mobility maintaining the leaflets in the open position. Vegetative-appearing host growth observed on c1 and c6 of post 1, c2 and c3 of post 2, and c4 and c5 of post 3. Extensive tan-brown, vegetative-appearing host tissue infiltrated the inflow and inferior coaptive areas of all leaflets. Glistening off-white pannus was observed on the inflow margin of attachment of l1, l2, and partially l3. Remnant off-white glistening pannus remained attached to the green and white sutures on the sewing ring. An unknown amount of pannus appears to have been removed during explant. Radiography did not reveal calcification on the returned valve. Conclusions: the device history record was reviewed and showed that this product met all manufacturing specifications for product released for distribution. No issues were identified that would have impacted this event. The common probable cause for high gradients and stenosis is due to pannus overgrowth, which is considered to be a patient-related condition. The returned valve confirmed extensive pannus growth impacting the valve and its functions. H3: device evaluated? Updated h6: coding updated medtronic is submitting this report to comply with FDA reporting regulations under 21 cfr parts 4 and 803. This report is based upon information obtained by medtronic, which the company may not have been able to fully investigate or verify prior to the date the report was required by the FDA. Medtronic has made reasonable efforts to obtain more complete information and has provided as much relevant information as is available to the company as of the submission date of this report. This report does not constitute an admission or a conclusion by FDA, medtronic, or its employees that the device, medtronic, or its employee caused or contributed to the event described in the report. In particular, this report does not constitute an admission by anyone that the product described in this report has any ¿defects¿ or has ¿malfunctioned¿. These words are included in the FDA 3500a form and are fixed items for selection created by the FDA to categorize the type of event solely for the purpose of regulatory reporting. Medtronic objects to the use of these words and others like them because of the lack of definition and the connotations implied by these terms. This statement should be included with any information or report disclosed to the public under the freedom of information act. Any required fields that are unpopulated are blank because the information is currently unknown or unavailable. A good faith effort will be made to obtain the applicable information relevant to the report. If information is provided in the future, a supplemental report will be issued.

Manufacturer narrative:
Product analysis: the device was discarded; therefore, no product analysis can be performed. Conclusion: without the return of the product, no definitive conclusion can be made regarding the clinical observation. If information is provided in the future, a supplemental report will be issued.

Event description:
Medtronic received information that during the implant of this 23mm transcatheter bioprosthetic valve, via right femoral artery access cut-down method, in a patient with a minimum access vessel diameter of 4.4mm x 4.9mm, a 16fr non-medtronic introducer sheath was inserted into the patient and advanced without resistance. This sheath was removed and a 16fr inline sheath was inserted. The delivery catheter system (dcs) was inserted and the valve was implanted. The inline sheath was removed following the implant, and the 16 fr introducer sheath was re-inserted. The non-medtronic guidewire was also removed, followed by the removal of the introducer sheath. A non-medtronic wire remained in the patient. Dopplar of the right dorsalis artery could not be heard. Contrast enhancement was performed at the puncture site on the contralateral side and a retrograde, localized dissection at the common femoral artery was reported. Hemorrhage from the access site was noted. The dissection was treated invasively, however the type of treatment was not reported. The ankle brachial index (abi) on the right after the operation was 1.09. According to the physician, it was possible the dcs contributed to the dissection at the common femoral artery and the hemorrhage. The closure device potentially contributed as well. It was reported that the patient blood vessels were thin and frail. Further, the patient had tortuous anatomy and localized calcification in the common femoral artery. No additional adverse patient effects were reported.